Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9095578. Medical device expiration date: 2019-12-31. Device manufacture date: 2019-04-05. Medical device lot #: 9063817. Medical device expiration date: 2019-11-30. Device manufacture date: 2019-03-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had an issue with pushing off the non-patient end of needle. The following information was provided by the initial reporter, translated from (B)(6) to english: I noticed as well as other samplers that the dry tubes and bd citrate did not hold in place when the tube was introduced into the vacutainer. Tubes tend to be expelled if they are not held with the hand that introduces them! It's sometimes destabilizing.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to tube push off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use of the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had an issue with pushing off the non-patient end of needle. The following information was provided by the initial reporter, translated from french to english: I noticed as well as other samplers that the dry tubes and bd citrate did not hold in place when the tube was introduced into the vacutainer. Tubes tend to be expelled if they are not held with the hand that introduces them! It's sometimes destabilizing.